Manufacturer narrative:
Insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarm occurred. Motor passed motor test. Cracked on reservoir tube and lip noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have sensor problems and the device alarmed a motor error alarm. Customer's blood glucose was 427 mg/dl. Device was able to rewind. Device passed the displacement test. Device did not complete the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.